Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced skin irritation (redness due to itching) from her sensor adhesive. Patient consulted her endocrinologist, who indicated that she had developed an allergy to the sensor adhesive. Patient was fine at the time of her call to dexcom technical support and reported that she continues to wear sensors.